Manufacturer narrative:
Investigation summary: as no sample was returned, further investigation cannot be performed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
It was reported that the bd neoflon¿ pro IV catheter tip was damaged. The following information was provided by the initial reporter: insertion challenges with neoflon pro with 24 g during advancement of catheter tip getting damaged.